Event description:
It was reported that the customer experienced high blood glucose and was treated with the insulin pump, but her blood glucose did not drop. Advised the caller to check the drive support cap and it was recessed; the customer thought that she was able to move a bit. Troubleshooting was performed, and the displacement test passed. The insulin did exit during the manual prime test, and the daily totals did match. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.